Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a broken pinch valve vl53a causing poor draining of the diff waste chamber due to lack of venting during drain. He replaced vl53a which fixed the reported diff problem. The fse also found a worn seal at the red blood cell (rbc) dispenser pump, causing bubbles to leak into it. He replaced the rbc dispenser, which fixed the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported intermittent differential (diff) vote outs (non-numeric results) from a coulter lh 750 hematology analyzer. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures. Troubleshooting was ultimately unsuccessful, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.